Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) inserted through a needle for evaluation. Signs of use in the form of biological material were present on the swg body and in the needle hub. Visual inspection of the swg revealed two kinks in the swg body near the j-bend. Microscopic examination confirmed both welds were fully formed and spherical. The kinks in the guide wire body measured 582 mm and 588 mm from the proximal weld. The total length of the swg measured 604 mm which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.848 mm which is within specifications of 0.838-0.877 mm per swg graphic. The outer diameter of the needle measured 0.05005" which is within specifications of 0.0495-0.0505" per needle cannula graphic. The inner diameter of the needle measured 0.041" which is within specifications of 0.0410-0.0430" per needle cannula graphic. The swg was removed from the needle along with a large amount of biological material. The swg was reinserted into the returned needle per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. When using an arrow raulerson syringe, advance guide wire until triple band mark reaches rear of syringe plunger. Advancement of "j" tip may require a gentle rotating motion. Hold spring-wire guide in place and remove introducer needle and arrow raulerson syringe." The swg passed through the needle with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two kinks near the j-bend. The guide wire met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: guidewire inserted smoothly and after 10cm it would not advance further so they attempted to remove the guidewire but it got stuck in the introducer. The guidewire was kinked and broken. It was reported there was no harm to the patient.

Manufacturer narrative:
Qn#( B)(4).

Event description:
The complaint is reported as: guidewire inserted smoothly and after 10cm it would not advance further so they attempted to remove the guidewire but it got stuck in the introducer. The guidewire was kinked and broken.